Manufacturer narrative:
The returned device was examined. The tip had fractured off; the complaint is confirmed. A review of the manufacturing records did not reveal any discrepancies which would have contributed to this event. As the mating device was not returned, further evaluation of the functionality could not be performed. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the screwdriver broke during surgery; no part fell in the patient. The surgeon completed the surgery using another final screwdriver shaft. The surgery was not delayed.